Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 52 mg/dl was confirmed during bolus request on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 (mg/dl) overnight causing the customer to stay asleep. Reportedly, the customer's brother woke the customer. The customer consumed carbohydrates, removed the pump then went to the emergency room (ER). The customer's bg level was 284 (mg/dl) when the customer arrived at the ER and the customer received fluids. Subsequently, the customer was hospitalized with a bg level of 487 (mg/dl) and continued to receive fluids. Reportedly, the customer believes the cause of the low bg level was the pump delivering too much insulin. A pump system check was performed and no device issues were identified. Reportedly, prior the hospitalization, the customer delivered a bolus for food consumed before to going to bed. The customer then delivered additional correction boluses throughout the night. One of the boluses delivered, the customer overrode the pump calculated bolus. The customer maintained the override bolus was not the cause of the low bg level. The customer was released from the hospital on (B)(6) 2017.